Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Per product labeling, the system is intended for quantitative prothrombin time testing for people who are taking anticoagulation medications such as coumadin or warfarin. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 5:00 p.m., a sample from the patient was tested in the laboratory, resulting with a value of 1.6 inr. The laboratory uses both the stago compact max and stago sta-r evolution analyzers with an isi of 1.25. It is unknown which specific laboratory method was used. At 7:10 p.m., a sample from the patient was tested using the meter, resulting with a value of 2.3 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per month.